Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had normal operating currents. The device was monitored and no unexpected battery out limit alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit and he was unable to clear it. The act and esc buttons aren't responding. Customer's blood glucose was 51 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.